Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked guidewire is confirmed and was determined to be use-related. One stainless steel j-tip guidewire in its hoop was returned for evaluation. An initial visual observation showed blood use residues along the returned guidewire. The guidewire was observed to have two kinks at the distal end of the guidewire during an initial visual observation. It was observed that the guidewire kinks caused difficulty removing the guidewire from its hoop. Once the guidewire was removed from its hoop, it was observed that the proximal end of the guidewire was curved from being pulled against a sharp or rigid object. A microscopic observation revealed the residues observed along the guidewire to be biological residues. The two kinks observed at the distal end of the guidewire were observed to be two disjointed coils. The disjointed coils were determined to be caused by use of the product. Pulling the catheter against an edge or a sharp object and attempted advancement against resistance may cause the device to kink or bend. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the guidewire is bent. No other information was provided. 08/19/2024- it was found during an investigation there were two kinks along the distal end of the guidewire.